Event description:
The hcp reported that the pt awoke post implant experiencing a neurological deficit. An MRI was performed and revealed the catheter was implanted in the spinal cord. The hcp reported that the neurological deficit resolved and the pt was discharged home.